Event description:
It was reported the pt has not experienced effective pain relief in the last two years. The sjm rep interrogated the system and most of the contacts on both leads were invalid. The pt has been scheduled for surgical intervention to address the issue. Note the pt received two leads from the same lot.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.